Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2023, a PICC was placed for hemodialysis treatment, and the use of the tube has been normal. On (B)(6) 2024, when the doctor was treating the patient, the patient complained of arm distension and pain at the site of the tube, and the treatment was stopped immediately, and there was no thrombus on ultrasound. The tube slipped out of the patient by itself after disinfection, and the remaining 44 cm was not visible. Patient was referred to the vascular surgery department for consultation. The remaining 44 cm of catheter could not be seen. Patient was then transferred to the intervention room for local anesthesia, where he underwent inferior vena cava angiography + filter implantation - thrombolysis to remove the remaining catheter. The process went smoothly, the patient had no discomfort, and his vital signs were normal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2023, a PICC was placed for hemodialysis treatment, and the use of the tube has been normal. On (B)(6) 2024, when the doctor was treating the patient, the patient complained of arm distension and pain at the site of the tube, and the treatment was stopped immediately, and there was no thrombus on ultrasound. The tube slipped out of the patient by itself after disinfection, and the remaining 44 cm was not visible. Patient was referred to the vascular surgery department for consultation. The remaining 44cm of catheter could not be seen. Patient was then transferred to the intervention room for local anesthesia, where he underwent inferior vena cava angiography + filter implantation - thrombolysis to remove the remaining catheter. The process went smoothly, the patient had no discomfort, and his vital signs were normal.